Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 17 mmol/l. Customer states that the pump screen was off and patient is not using the pump at the moment. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advised that if display did not return after pump the customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.